Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the loss of aspiration occurred. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the leg. Aspiration was initiated inside the body for 11 minutes. However, later in the procedure, it was noticed that the device was kinked and a bubble was created in the catheter's outer layer and therefore it could not aspirate so it was removed from the patient. The procedure was completed. There were no patient complications and the patient's condition was fine.